Event description:
It was reported that the programmer did not detect devices. The programmer was returned for service. Follow-up determined that there was no patient involvement associated with this event. The programmer head was returned to the manufacturer, analyzed and tested out of specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Programmer functioned correctly with wired and wireless devices. Programmer has a broken ECG (electrocardiogram) connector; the rf (radio frequency) head connector has fractured solder joints at the pins that secure it to the printed circuit board; it is noted the center solder joints have no visible damage. (B)(4) programmer head is out of specification on uplink functional tests; programmer head cable found out of electrical specification.